Event description:
It was reported that during an unknown procedure, prior to using on patient, the staff loaded clip and it malformed and jammed. Case completed with another device of the same product code.there were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, based on the packaging lot number provided, a batch record review was performed and the batches met the final quality release criteria.